Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the cause was unknown. The rep reprogrammed the device and the patient was satisfied with pain relief. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jul-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was here for a second post op today. Patient stated the system was providing relief but not as much as trial or initial implant. An x-ray was done and lead migration was confirmed. Patient has been bending and stretching since implant. Patient was reprogrammed. Issue not resolved at this time. No further complications were reported/anticipated.